Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's lead has impedance issues. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient's l3 lead was fractured. Surgical intervention was undertaken on (B)(6) 2024 and the l3 lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.